Event description:
It was reported the patient was admitted to the hospital for chemotherapy. When performing maintenance on the patient's PICC catheter, the catheter holder was opened. When using it, it was found that the buckle connection was loose and unused, so the catheter holder was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.